Event description:
During the implant procedure, while tunneling with the inspire tunneler, the patient experienced bleeding. The surgeon located the bleed and used cautery to achieve hemostasis. This resolved the issue.